Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: inratio: 0.9, re-test: 4.2. Tests were done about ten minutes apart. Customer unable to provide pt or technique info. Lab draw was done and pt was within their therapeutic range which caller believes is 2-3. Customer changed batteries and has tried different strip lots. Unsure which strip lot was having which problems. Customer also switched meters between 2 nurses, thinking it may have been a technique issue, however, 2nd nurse also reported issues with same meter. No issues with other meter using same strip lot.

Manufacturer narrative:
Investigation pending.